Manufacturer narrative:
Synovis has elected to submit mdrs related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury. The product is not available for evaluation. According to the device history record, the devices met specification prior to market release. 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process.

Event description:
It was reported that a surgeon was using a 2.5mm gem coupler for a diep flap procedure. The surgeon stated that the rings were offset and that the coupler would not come off of the anastomotic instrument properly. He removed the misaligned coupler and repeated the anastomosis procedure with a new 2.5mm coupler, applying it with the same anastomotic instrument. The surgery was completed without further incident. No patient injury or adverse event was reported.